Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report from the (B)(4) registry stating that "vad interrogation revealed pump stop and restart (within the same minute). Consistent pulsatility index (pi) and power without change in speed. Pt recalled disconnecting both power leads." No further info was provided.

Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.